Manufacturer narrative:
A co service rep checked the system and found it to meet performance specs. Received phaco handpiece for eval; passed all functional tests. Visual inspection noted material buildup in aspiration line, possibly due to inadequate cleaning. Handpiece is not recommended for use with material blocking the aspiration line.

Event description:
Reporter noted corneal burn occurred during middle of procedure.